Event description:
Customer reported that the 'instrument was not used in the case. Insulation was chipped and scrapped (out of box, never used)'.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the main insulation tube was found to be damaged at the distal end. The main insulation tube was gouged on one side and had a 0.100 x 0.025 piece missing roughly 0.625 above the snake wrist. The main insulation tube was gouged in various other areas at the distal end. This instrument had 18 remaining uses out of a total of 20. Engineering concluded that damage was likely due to mishandling. No other damage was found. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.